Event description:
It was reported that the unknown bd pen needle experienced difficult operation. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Verbatim: needle blocked.

Manufacturer narrative:
Customer returned (1) used bd pen needle without a tear drop label attached. Consumer reported needle blocked. The returned sample was examined and tested for flow: it failed. A wire test was then performed on the sample, but it failed - the wire could not make it through the length of the cannula. Further examination under a microscope revealed a clear residue at the tip of the patient end cannula. This material could possibly be adhesive residue that would be the cause of the clog, likely occurring during the manufacturing process. Unable to perform DHR review due to unknown lot number for clog. The probable root causes for this issue are: misadjustment of the adhesive nozzle. Flow on adhesive nozzle is set too high.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unknown bd pen needle experienced difficult operation. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown verbatim: needle blocked.